Event description:
The facility representative reported a colleague infusion pump with failure code 550:320:054:0000. This condition was found upon power-up of the device in the general patient ward. This condition had the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with diagnostic failure code 550:320:054:0000 was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that a failure code 550:320:654:0000 found during evaluation confirms the reported condition. The root cause of this condition was determined to be a damaged rear inverter harness connector. The rear inverter harness was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed the device has no prior service history. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.